Event description:
The customer reported they found a "dark/black goo" coming out of the loaner device when cleaning it prior to initial use. The device had recently been serviced by olympus. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed a substance stuck inside the biopsy channel. In addition, there was a defect found in the adhesive on the bending section cover due to deterioration or breakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to correct information reported in the initial report. Date received by manufacturer: corrected from 30jul2022 to 08nov2022. The device was not received by olympus for evaluation relative to this event. The evaluation results reported in the initial report were from the previous repair of this loaner device and were inadvertently reported as part of this event. The customer was able to clean the "goo" from the device and kept the loaner device for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a dark/black "goo"; however, this material could not be further identified, as the device was not returned to the manufacturer for inspection/evaluation. As the subject device is a loaner, the foreign material may have left because reprocessing at service dept. Deviated from the instructions for use (IFU). Then, the device may have been loaned to the user in that condition, and foreign material came out at the time of cleaning before the first use by the user. Olympus will continue to monitor field performance for this device.